Event description:
It was reported that the c-arm on the 9800 system would make noise when rotated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brake assembly was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.